Manufacturer narrative:
Evaluation of the system logs and treatment tip cannot be completed. The system has software safeguards that will trigger error/event codes should the system be outside of the acceptable limits. It is the responsibility of the customer to provide access to these items and, since they did not, no further actions can be taken. The investigation is ongoing.

Event description:
A user facility in (B)(6) reported that a female patient experienced a burn on the forehead after a face procedure. The patient was treated with skincueticals epidermal repair and a phyto corrective masque directly after and was also given for home care. The patient's current status was noted as open scabs and a wound. A scar was noted as probable. Available images were reviewed and three scabs were visible on the right side of the forehead. No other treatments were being performed in the same area where the symptoms were reported. The patient has not undergone any other treatments in the same symptom area within the past 30 days. The incident occurred on the first pass on the forehead within the first 20 reps. The highest energy level used was 3.5 and immediately turned down to 3.0 and they did not experience any reaction afterwards at the lower setting. There were no system errors, nor was anything out of the ordinary during treatment. Solta medical croygen and coupling fluid was used during this treatment, approximately two bottles. The treatment tip surface was also inspected prior to use.

Manufacturer narrative:
The product was returned and evaluated. The tip was used up. The tip passed the flow and leak tests. The tip passed the visual inspection - no dents, scratches, blemishes or dielectric breakdown were observed. The tip passed the thermistor test. Functional testing was not performed due to the tip treatment being used up. Service was unable to confirm any functional problem with this tip. The logfiles were also reviewed. Based on the evaluation of the data, the handpiece and system performed as expected. However, the unit may have been low on cryogen since the system had ec229: cryogen can empty (halfway through the treatment). Solta medical recommends that a new can of cryogen be installed prior to a new patient being treated. Errors 131-136 are user technique errors where user did not maintain constant force until the tone ended (until the end of post cool state). These errors could result in an unsafe condition. Error indicates a recoverable problem that requires operator intervention. If the error occurs during a radiofrequency treatment, the radiofrequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. According to thermage cpt system technical user¿s manual (p009240-06 rev. A) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(6). The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Complaint type is identified within the risk analysis and performing within the anticipated rate. No corrective action is required.